Manufacturer narrative:
(B)(4). Follow-up information was obtained from the physician and nurse. Causality statement provided. Sterile peritonitis-probably related to physioneal and nutrineal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of sterile peritonitis in a patient coincident with physioneal and nutrineal therapies. On (B)(6) 2012, the patient experienced sterile peritonitis. On (B)(6) 2012, in the evening, the patient developed abdominal pain and cloudy effluent. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012 the patient was discharged from hospital. On (B)(6) 2012, fortum was stopped and on (B)(6) 2012, vancomycin was stopped. On (B)(6) 2012, the patient recovered from the sterile peritonitis.